Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with culture positive for enterococcus, nausea, vomiting, pyrexia and break in aseptic technique in a patient approximately (B)(6) coincident with extraneal viaflex (lot number not reported) and unspecified fresenius apd solution (non-baxter product) therapies. On (B)(6) 2010, the patient began treatment with extraneal viaflex (2 daily exchanges, dose and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and unspecified fresenius apd solution (dose, frequency, and lot number not reported) ip for automated peritoneal dialysis (apd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by abdominal pain, nausea, vomiting, and pyrexia. On (B)(6) 2010, the patient began remedial therapy with zepilen (cefasolinum) (1g, daily, ip). On (B)(6) 2010, the patient ended therapy with zepilen (cefasolinum). On an unreported date, the bacterial peritonitis with culture positive for enterococcus resolved. It was not reported whether the events of nausea, vomiting, pyrexia resolved, or if the patient was retrained in proper aseptic technique. Action taken for extraneal viaflex and the unspecified fresenius apd solution was reported as ongoing. Concomitant medications were not reported. The physician stated that the bacterial peritonitis with culture positive for enterococcus was not related to extraneal viaflex therapy, and did not provide a statement of causality for the events of nausea, vomiting, pyrexia, or break in aseptic technique. The physician did not report whether the unspecified fresenius apd solution was considered suspect. The physician reported that the cause of the bacterial peritonitis was due to the break in aseptic technique.